Event description:
Device malfunction: cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, when the needle plunger was retracted, a needle tip did not capture a cuff. The device was removed and a second proglide was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
Evaluation of the returned device indicated that the needle plunger, link, posterior needle tip, anterior and posterior cuffs, were not returned with the device, which limited the scop of the investigation. The complete monofilament was returned loose with a knot formed about 12 inches from the rail end. Based on the investigation findings, the suture was pulled out from the artery, which contradicts the reported experience of a needle-to-cuff miss. There were no abnormal observations with the condition of the returned device. A possible root cause for the monofilament being pulled out of the artery is related to the operational context in which the device was used. No manufacturing or quality issues were detected. A review of the device history record for this lot did not produce any findings relevant to this investigation.